Event description:
Healthcare professional reported difficulty removing the implant from its sterile packaging: "the paper and glue do not remove smoothly or intact when trying to remove the implant from its sterile case." This record is for the unknown side. The status of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.